Event description:
According to the reporter, during a low anterior resection procedure, the surgeon resected the tissue of anus side, then anastomosed the rectum. After the anastomosis, the leakage was noted by leak test. The leakage was caused at the cut end of the left side of patient (the tip side of the cartridge), and the staples at distal site were not b-formed. The surgeon manually sutured the leaked site and closed the incision. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.